Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a radiofrequency/cryoballoon ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter. During the post-ablation testing phase, after the intracardiac echocardiogram, the patient became mildly hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition. Patient required an additional 2 days of hospitalization for monitoring. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Event description continuation: thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a radiofrequency/cryoballoon ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the post-ablation testing phase, after the intracardiac echocardiogram, the patient became mildly hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition. Patient required an additional 2 days of hospitalization for monitoring. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician did not notice any evidence of a perforation during the procedure and that the injury most likely occurred during ablation phase. Transseptal puncture was performed with a st. Jude medical brk needle. Sheath used was a mobicath 8.5 french. Generator parameters at the time of injury included power control mode at 30 watts, temperature at 30 degrees celsius, and impedance of 116 ohms. Overall ablation time and last ablation cycle time at the site of injury are unknown. Irrigated catheter flow was set at 8ml/min while ablating at 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference value.